Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the setscrew for the right ventricular lead was turned until clicking was heard; however, the lead was slipping out. The setscrew was replaced but was thought to be an imperfect matching setscrew. The device was not implanted. No patient complications have been reported as a result of this event.